Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00968. It was reported the patient had an implantable neurostimulator (ins) implanted on (B)(6) 2017 and postoperatively reported having no stimulation. X-rays were taken and showed both lead migrated. The patient was taken back to surgery and the leads were explanted and replaced. Reportedly, therapy was restored.